Event description:
It was reported that the asymptomatic patient presented in clinic during normal follow-up. It was noted that there was post-paced t-wave oversensing on a stored egm. Programming changes were made.